Manufacturer narrative:
(B)(4). Additional information has been requested but as of yet has not been received.

Event description:
According to the reporter: about 5 days post breast reduction surgery, a patient was returned to the operating theater for drainage of an abscess at the wound site with some dehiscence and suture tearing. It was also provided there was no permanent damage involved. The specific date of the event could not be provided.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of thirty one devices sealed. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, a medical affairs review of the product, and an evaluation of the returned sample. The initial visual and tactile inspection of the sample by the pmv investigator noted no abnormalities. The foils were inspected with light assisted microscopy with no abnormalities. A tensile test was performed on the sealed products and the results exceeded the specifications for this product. Additionally, the investigation was reviewed by medical affairs and, while this incident is identified in the risk management documents as an expected, there was no objective evidence provided which would indicate that the suture was the cause of the reported abscess. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, a review of the device complaint history did not display an increased trend. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.